Event description:
It was reported that the basket broke off in the pt's left ureter. The basket was retrieved by the surgeon during the initial procedure with grasping forceps. All pieces were retrieved from the pt. There was no pt injury.

Manufacturer narrative:
Received stone basket in the original packaging. Visual inspection noted that basket had detached. The nitinol were broken and pulled from the crimp joint. The distal tip was missing from all four wires. The distal end of the sheath was stretched. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "do not allow the device to come in contact with any electrical equipment. Do not allow the device to be directly fired upon by any lithotripsy device. To do so may damage the device and could result in pt injury. Potential complications that may result from the use of a basket in an endoscopic urological procedure include, but are not limited to: perforation, evulsion, edema, entrapment, basket inversion, hemorrhage, inability to disengage from irretrievable product." (B)(4).